Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet, with pairing failing and the cgm not connecting until the user performed a magnet proximity step that initiated a sensor warmup and restored pairing. No adverse clinical symptoms reported and no changes in blood glucose. Outcomes included successful reconnection and continued therapy without clinical impact. User support included guided troubleshooting, device restart, cgm type toggle within the ilet settings, review of alert history, and advising a pairing wait period. Investigation of this case revealed a transient communication and pairing malfunction between the ilet and the dexcom g7 sensor that resolved after the magnet-based reinitiation, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication disruption.

Manufacturer narrative:
Initial.